Event description:
The customer contact reported the device alarmed with a s321 (motor error -pmc, left) service alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not alarm with a s321 service alarm code. However, alarm code s321 was noted in the device history. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.